Manufacturer narrative:
This supplemental report is being submitted to correct g3 "date received by manufacturer" in the MFR report and provide additional information. According to the information provided by olympus medical systems india private limited (omsi), an olympus employee was aware of a MDR reportable malfunction on october 22, 2021. Therefore, the correct g3 "date received by manufacturer" in the initial report is october 22, 2021. The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. -foreign matter was adhered to the forceps elevator at the distal end. -the bending section rubber was scratched. -the instrument channel port was scraped. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined because no detailed information was provided on the foreign material adhering to the forceps elevator. Olympus medical systems corp. (Omsc) confirmed the following from the investigation results. From the photographs provided by olympus medical systems india private limited (omsi), it was confirmed that foreign material had adhered to the forceps elevator. No detailed information was provided on the foreign material. Omsc reviewed the device history records and confirmed that the device was shipped without any manufacturing anomalies. The instruction manual states that the external surface of the entire insertion section including the bending section and the distal end, should be inspected for irregularities. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of (B)(4) and found that foreign material was adhered to the groove or gap at the distal end due to insufficient cleaning.there was no report of patient injury associated with the event.

Manufacturer narrative:
The user returned the device to olympus because the endoscopic image was intermittently noisy while preparing for use. It was not reported whether the endoscope with foreign material on the distal end was used in the procedure. The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The suction cylinder was scraped by the cleaning brush. Due to the clogging of the air/water nozzle, the drainage on the objective lens was poor. The angulation was insufficient due to the stretch of the angle wire. There was play in the angulation control knob due to the stretch of the angle wire. The insertion section, universal code, distal end, and control section were damaged. The ultrasound transducer was damaged. The evaluation is still in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.